Manufacturer narrative:
The pt remains ongoing on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced gastrointestinal (gi) bleeding and was readmitted. The pt's coumadin was held.